Manufacturer narrative:
Pre-analytical sample handling and qc info were not supplied. A system check performed in 2008, was within specs. Based on available info, the customer was having imprecision issues with psa during the time of the event. A field svc engineer (fse) and a hardware specialist were dispatched in the same month. Although several attempts have been made, service details were not supplied to date, and no add'l info regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Manufacturer narrative:
Pre-analytical sample handling and qc info were not supplied. A system check performed in 2008, was within specs. Based on available info, the customer was having imprecision issues with psa during the time of the event. A field svc engineer (fse) and a hardware specialist were dispatched in the same month. Although several attempts have been made, service details were not supplied to date, and no add'l info regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Beckman coulter contact date: 2008. A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the unicel dxi 800 access immunoassay system for three patient samples. Patient a: the initial result was 3.34ng/ml and two results, 3.57ng/ml and 5.18ng/ml, when the sample was re-tested. The result of 5.18ng/ml was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
Beckman coulter contact date: 2008. A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the unicel dxi 800 access immunoassay system for three patient samples. Patient c: the initial result was 3.81ng/ml, and two higher results, 5.48ng/ml and 5.19ng/ml, were obtained upon repeat. The result of 5.19ng/ml was reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Pre-analytical sample handling and qc info were not supplied. A system check performed in 2008, was within specs. Based on available info, the customer was having imprecision issues with psa during the time of the event. A field svc engineer (fse) and a hardware specialist were dispatched in the same month. Although several attempts have been made, service details were not supplied to date, and no add'l info regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Beckman coulter contact date: 2008. A customer contacted beckman coulter inc. (Bci) regarding erroneously low prostate specific antigen (psa) results that were generated by the unicel dxi 800 access immunoassay system for three patient samples. Patient b: a psa result of 3.24ng/ml was obtained initially. The sample was re-tested 3 times and repeated results were: 3.80ng/ml, 6.85ng/ml and 5.85ng/ml. Customer reported the result of 5.85mg/ml out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.